Event description:
It was reported that during a da vinci hysterectomy procedure, the tenaculum forceps instrument did not open or close. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable broken at the distal clevis hub resulting in non-intuitive motion. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.